Event description:
It was reported to philips there was noise/artifact in the waveform. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.

Event description:
It was reported to philips there was noise/artifact in the waveform. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer. The customer contacted the philips response center. The response center provided the customer with a quote for evaluation of the device. The customer declined service from philips. The device remains with the customer. No conclusion can be drawn.